Event description:
Reporter states customer tested 7.4 inr on the coaguchek xs system while a comparison lab returned as 5.5 inr. Customer's coumadin dose was decreased based on the lan result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.